Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of small intestine tumor procedure while disconnecting the intestine, there was an incomplete staple line distally. It was also reported that the device was not fully fired and was opened after being pulled back. Another reload was used but the same issue persisted. A new device was used to complete the procedure. There was no patient injury.